Event description:
A memory lens iol implanted in the left eye has since opacified as of april 2004. Visual acuity reported as 20/30-2 at 2006 visit. Prognosis fair and condition is stable. There are no plans to explant device at this time. No further information is available.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.